Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas) however, a direct correlation between the returned pump and the patient¿s gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 months. The pump remained in use supporting the patient at that time. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018, that the patient was admitted into the hospital on (B)(6) 2017 due to a gastrointestinal bleed. The patient was monitored and then discharged on (B)(6) 2017.